Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr found about 1.5 inches of water in the filter/trap and condensation in the circuit used by the customer. Ran vent on default settings and noticed unit was auto-cycling and peep was out of specifications. Disassembled exhalation corner and found condensate in the valve body and touching the exhalation valve diaphragm. Dried out all components and ran operational verification procedure (ovp) on the ventilator. All values were within spec. Checked error log and there are no inop entries. Fsr explained to customer that problem may have been due to a saturated filer and exhalation valve components. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device stopped ventilating while on a patient. The customer reported that the respiratory therapist was in the room then noticed and removed the patient from the ventilator and began manual resuscitation. The customer confirmed that there was no patient harm associated with the reported event.